Event description:
Robotic prostatectomy - "6 hour case, septum seal of the camera port ripped and tore off in a circular formation. It was sitting in the patient when the camera port was moved to the lateral port." Patient status - "n/a".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.